Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was making breakfast and received a cgm value of 120 mg/dl. Based on this value, they dosed insulin. The bg was not checked. The patient did not eat after bolus. 20-30 minutes after bolus, the patient had a low reading (no bg or cgm value specified). The patient collapsed and experienced loss of consciousness. He woke in an ambulance and the bg by emergency medical services (ems) was 31 or 35 mg/dl. The patient was treated with glucose and hospitalized overnight. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.